Event description:
Information received from clinical event summary indicates a patient had a prolapse repair with elevate graft in 2008. The following month, she started experiencing urinary stress incontinence. A miniarc sling was implanted in 2009, and the incontinence was resolved.